Manufacturer narrative:
Event date (B)(6) 2020.

Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing, sterilization and heparin coatings records for the devices verified the lots met all pre-release specifications.

Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. As it is not known which device, or if both became thrombosed, the following device is also being investigated: bxa067902a; UDI: (B)(4); sn (B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2020 a patient underwent endovascular treatment of an aortic aneurysm with investigational tambe devices. Gore® viabahn® vbx balloon expandable endoprostheses were utilized in both renal arteries. On (B)(6) 2020 the right renal artery was found to be thrombosed.